Event description:
It was reported "primary total hip replacement was performed using the accolade tmzf system. The final implant did not seat to the same level of the broach, requiring multiple removals of the implant and additional broaching to seat the implant. A proximal crack was detected at the posterior neck and reduced with dall miles cable. The implant was felt to be secure and closure was completed. The post-op film revealed a crack distal to the prosthesis. The surgeon intends to take the surgery back to the ER tomorrow to fix the fracture with a cable plate."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Device not returend no eval will be performed.